Event description:
An obese patient underwent major colon surgery. At that time, she had a #10 jackson-pratt drain left by rectal stump. A few days later, when the drain was being removed by a medical student under the supervision of physician at bedside, the drain came out with minimal exertion - however, only a portion of it came out. The entire flat white part of the j-p drain was not retrieved. It appeared that the drain had broken just past the junction of the flat white part with the clear rounded part. The doctor probed the drain tract to see if the retained fragment was in the subcutaneous tissue, with no success. A CT scan was obtained that showed the drain segment was under the fascia in the peritoneal cavity. Subsequently, the patient was taken to the or. An incision was made at the drain site all the way down to the fascia, and the segment was retrieved.